Event description:
Per op. Report supplied by the patient; upon insertion of the anchor, the insertion mechanism broke and the sutures were pulled out. The doctor reports that the screwhead mechanism cracked, the driver would not twist the anchor so it could not advance totally, there was a small rim of metal outside the bone and he removed that. Another anchor was inserted in a lateral fashion. (B)(6) male; hard bone.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but remains in the patient and cannot be returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. The most likely cause(s) of this type of event include insufficient bone preparation for the hardness of bone encountered or not inserting the implant co-axial to the bone tunnel. Per product directions for use, in hard bone, first use the punch to create a pilot hole, and then insert the tap to better prepare the bone for the anchor. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Part remains in patient.